Manufacturer narrative:
Results: there was no visible damage to the neuron max 6f 088 long sheath (neuron max) or any of its accessories. Conclusions: evaluation of the returned device confirmed that the subject rhv backed out slightly once tightened onto the neuron max hub. The root cause of this failure could not be determined. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the rotating hemostasis valve (rhv) was not locking onto the neuron max 6f 088 long sheath (neuron max). This was noticed prior to use and therefore, the neuron max was not used for the procedure. The procedure was completed using a new neuron max.